Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse verified the functionality and the alignments of the probes. The fse ran a precision study and the qc controls. The instrument is performing within specifications. No further evaluation of the device is required. No conclusion can be drawn.

Event description:
A discordant advia centaur troponin result was obtained on a patient sample. The result was reported to the physician(s). Upon retest the corrected result was reported to the physician(s). There was a report of adverse health consequences due the discordant troponin result.